Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from 12/13/2014 to 9/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer¿s reported problem was confirmed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue.

Event description:
The customer reported error code 210.6021.